Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported over infusion which was not reproduced. The customer programmed parameters were verified through a review of the event history log. The device passed all flow testing and was found to operate as designed. The device was found out of specifications for reasons unrelated to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of packed red blood cells programmed to infuse over 2.5 hours at a rate of 136 ml/hr. After the first hour of the infusion the bag was found empty with the pump stating 116ml was still left to run. There was no patient injury or medical intervention associated with this event. No additional information is available.